Event description:
It was reported that the patient's ipg was not placed into surgery mode during an unrelated procedure. The patient's programmer was displaying the message "cannot connect to generator the generator is not responding." Troubleshooting was undertaken with an abbott representative wherein the patient's ipg was recovered and access to therapy was restored to the patient.

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.